Manufacturer narrative:
(B)(4) no return product evaluation could be completed as the device was not returned for investigation. Angiography photos and videos were obtained by vsi/teleflex indicating a centrally positioned radiopaque lock. Radiopaque lock proximal to the bifurcation. Extravasation below the lock, possible dissection flap present. Balloon inflation was deployed, and a covered stent was placed, encompassing the radiopaque lock. The device lot history record review for lot number mn2301537 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 82-year-old male patient (125 kgs., 36.41kg/m2) presented in the or for a tavr procedure. A centrally positioned access was gained utilizing a micro puncture kit with ultrasound guidance. The right common femoral arteriotomy was 10mm, clear of calcification and tortuosity, with a measured deployment depth of 5cm + 1cm. Following the tavr, heparin, and protamine were administer ed, the 16f expandable tavr sheath was exchanged for an 18f manta sheath, and an 18f manta was deployed to the measured depth. After deployment, bleeding was visible at the access and the physician placed a covered stent over the access site. The bleeding continued and an angiogram indicated bleeding distal to the access and distal to the covered stent. Balloon angioplasty was applied to the stented area for five minutes and an angiogram revealed no further bleeding, hemostasis was achieved. Multiple causes for extended hemostasis requiring a covered stent have been established; however, the exact cause for this extended hemostasis requiring a covered stent is likely due to a dissection. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta device. Risk documentation was reviewed, and covered stent placement is a known risk. The severity of harm is ranked at a 4 based on endovascular intervention requiring stenting to be used for treatment. As per the manta instructions for use, the risk of hemostasis failure, and access bleeding are recorded as adverse events in the IFU and other access site complications leading to late arterial bleeding, possibly requiring endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to local trauma to the femoral or iliac artery wall, such as dissection and late arterial bleeding. Additionally, the IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: external pulsatile bleeding from access site post deployment. Physician placed 9x59 gore vbx covered stent over access site. Continued external bleeding from access site. Angiogram revealed bleeding distal to the access site and distal to the placed covered stent. Physician ballooned stented area with 10x40x80 medtronic evercross peripheral balloon for 5 minutes. Final angiogram revealed hemostasis at site. No transfusion needed. Patient was reported as fine post the procedure.

Event description:
It was reported that: external pulsatile bleeding from access site post deployment. Physician placed 9x59 gore vbx covered stent over access site. Continued external bleeding from access site. Angiogram revealed bleeding distal to the access site and distal to the placed covered stent. Physician ballooned stented area with 10x40x80 medtronic evercross peripheral balloon for 5 minutes. Final angiogram revealed hemostasis at site. No transfusion needed. Patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).